Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2013-02961.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012, after use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. The associated MFR report numbers are 1225714-2013-02960 and 1225714-2013-02961.